Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 425 mg/dl. Customer also reported the blood glucose level was 278 mg/dl. At same day. Customer also reported that while troubleshooting device cannot find the sensor signal. The insulin pump will not be coming for analysis.